Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking screw was loose in the articular surface. Surgery was completed with another device.